Event description:
It was reported that this patient was having an MRI and the patient had forgotten about their subcutaneous implantable cardioverter defibrillator. The device began beeping tones and the MRI was immediately stopped. On inspection of the device, it had displayed elective replacement indicator. Device analysis was performed and it is suspected that the device is depleting prematurely. Replacement was recommended, however the device remains in service. No adverse events.

Manufacturer narrative:
This supplemental report is being filled to include additional device information that it was subsequently deactivated due to reaching end of life (eol) prematurely. The patient also underwent a life saving MRI due to a possible brain bleed. No additional adverse events were reported.

Event description:
This supplemental report is being filled to include additional device information that it was subsequently deactivated due to reaching end of life (eol) prematurely. The patient also underwent a life saving MRI due to a possible brain bleed. No additional adverse events were reported.